Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal tissue, the needle allegedly bent. It was further reported that healthcare personnel pulled out the needle with strong force while removing from patient. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was returned for evaluation. On visual evaluation, the device appeared to be clean and it appeared there was a bend to the needle and the sample notch. Further functional testing was not performed due to the condition of the device. Therefore, the investigation is confirmed for the reported needle bent as the bent was noted to the needle and the sample notch. However, the investigation is inconclusive for the reported difficult to remove as the condition of use cannot be replicated in the laboratory condition and also, further functional testing was not performed. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the needle was allegedly bent. It was further reported that the physician allegedly pulled out the needle with strong force from patient. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.